Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the device fired unformed staples. The physician picked out the unformed staples that have been left behind, which extended the time of the case more than one hour. There was no reported patient consequence.